Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient experienced hyperglycemia. The customer's blood glucose level was 28 mmol/l at the time of the incident. The customer¿s other blood glucose was 11.4 mmol/l. The customer mentioned that the glucometer was connected. The customer was also hospitalized last week. The customer had nausea, vomiting, abdominal pain, and difficulty breathing. The insulin pump was in auto mode at the time of the incident. The customer also mentioned that there was a little curve in the cannula when they have removed the infusion set. The hospital informed the customer that there were more issues than the slightly bent cannula. The device will not be returned for analysis.